Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a motor error alarm during the basal and bolus deliveries. Troubleshooting was performed. The insulin pump passed the displacement and self tests. The customer also mentioned that she was hospitalized today due to a sinus infection and a urinary tract infection. The customer's blood glucose reading was 292 mg/dl when she was admitted. Prior to hospitalization, the customer got a no delivery alarm during a bolus. The customer delivered another bolus, and her blood glucose levels dropped to the range of 40 mg/dl. The customer's blood glucose then rose above 300 mg/dl. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.